Manufacturer narrative:
Patient information was unavailable from the site. A site representative reported that, while in a spinal fusion procedure, a spin was taken and a message displayed on the mobile view station (mvs) momentarily but disappeared along with the transfer bar. The images transferred to the navigation system normally. As they were transporting the mvs to another room, a "system stand-by error" message appeared on the mvs. A reboot resolved this issue. After taking a spin and moving the imaging system again, the mvs powered down during transport. The mvs would charge and turn on when plugged into a wall outlet. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Onsite investigation was performed and the field engineer confirmed that ups batteries levels were low due to possible power loss and no ac connection leading to discharge. There was no need to replace the batteries as the issue was resolved by recharging the batteries and making sure the system is always plugged in when not in use. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, a spin was taken and a message displayed on the mobile view station (mvs) momentarily but disappeared along with the transfer bar. The images transferred to the navigation system normally. As they were transporting the mvs to another room, a "system stand-by error" message appeared on the mvs. A reboot resolved this issue. After taking a spin and moving the imaging system again, the mvs powered down during transport. The mvs would charge and turn on when plugged into a wall outlet. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.